Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there undersensing episodes on the right ventricular (rv) lead. It was noted the patient died in a manner unrelated to the device. No further information could be provided.